Manufacturer narrative:
The insulin pump was received with no button response due to bolus, act, escape, up arrow, and down arrow buttons were flat button dome; unable to perform any test due to unresponsive keypad. The connector was inspected and locked on lcd board. The insulin pump had severely scratched display window noted and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the buttons were hard to press. Customer was hospitalized for diabetic ketoacidosis and internal bleeding due to high blood glucose. Customer's blood glucose was 880 mg/dl. Customer was wearing the device prior to the hospitalization. After troubleshooting, customer was advised the device will be replaced. Customer agreed to return the device for analysis.